Manufacturer narrative:
Product event summary: analysis found that during the pre-inspection it was noted that sensing was low and the calibration was invalid, the device powered off at 6.7 volts. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was broken because it fell to the ground. The epg was returned for servicing. It was analyzed and tested out of specification. The device was not being used on a patient at the time the event occurred, so there was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.